Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from the implant patient registry that a model 7300tfx 25mm mitral valve was explanted and replaced with a 11400m 29mm valve after an implant duration of 11 months due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
It was learned from the implant patient registry and through medical record that a model 7300tfx 25mm mitral valve was explanted and replaced with a 11400m 29mm valve after an implant duration of 11 months due to recurrent mssa endocarditis of the mitral valve. The patient was taken to the ICU in stable condition at the end of the procedure. Per medical record: the patient presented with fever, abdominal pain and admits to recent IV drug use. CT of abdomen showed hypodense lesion in liver, spleen and kidney suggestive of septic embolic disease. Echo showed no vegetation, lvef 60%. The patient underwent dental extractions prior to surgery. The patient was diagnosed with mssa bacteremia and began treatment with antibiotics. The patient underwent redo mvr, twenty (20) days later for infective mitral valve endocarditis. It is noted the infection was on the leading edge of the bioprosthetic valve. There was no evidence of aortic valve endocarditis at time of surgery. Post cpb there was normal mitral valve function, no regurgitation and no pvl following redo mvr. The patient was discharged on pod #8.

Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.